Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v713637, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect. It was stated that the loss of therapeutic effect began the day before the report, but it became more apparent on the day of the report. It was also stated that there was a power-on-reset (por) condition. There programmer screen displayed the "call your doctor" icon. The patient had an appointment scheduled with their doctor on (B)(6) 2012. Further information has been requested. If more information becomes available, a follow up report will be sent.